Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pre-test could not be completed due to debris in the chamber. Therefore, the reported condition could not be confirmed. However, a visual assessment was performed which found that the base plate was bent and the glass was broken on the gauge. The assignable root cause was determined to be due to mishandling by dropping or hitting the device against something. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in central sterile processing, it was observed that the foot control device was leaking oil. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
In addition to the initial assignable root cause related to the reported condition, reliability engineering also determined that the component damage was caused by misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.